Event description:
It was identified on (B)(6)2023 that a patient had underwent revision surgery in 2021. The components which were revised and the reason for revision is unknown at this time. If additional information is received, a supplemental will be submitted accordingly. This event will be reportable to the FDA as a serious injury due to the patient undering a revision procedure.

Manufacturer narrative:
11 october 2023 update: on 13 september 2023, it was identified that thie adverse event for which this MDR had been submitted had been previously reported on 08 september 2021. The mdrs which were previously submitted were: 3013450937-2021-00184; 3013450937-2021-00185; 3013450937-2021-00186; 3013450937-2021-00187; 3013450937-2021-00188; 3013450937-2021-00189; 3013450937-2021-00190; 3013450937-2021-00191; 3013450937-2021-00192; 3013450937-2021-00193; 3013450937-2021-00194. Reference the above records for additional information.

Event description:
It was identified on (B)(6) 2023 that a patient had underwent revision surgery in (B)(6) 2021. The components which were revised and the reason for revision is unknown at this time. If additional information is received, a supplemental will be submitted accordingly. This event will be reportable to the FDA as a serious injury due to the patient undering a revision procedure. (B)(6) 2023 update: on 13 september 2023, it was identified that thie adverse event for which this MDR had been submitted had been previously reported on 08 september 2021. The mdrs which were previously submitted were: 3013450937-2021-00184; 3013450937-2021-00185; 3013450937-2021-00186; 3013450937-2021-00187; 3013450937-2021-00188; 3013450937-2021-00189; 3013450937-2021-00190; 3013450937-2021-00191; 3013450937-2021-00192; 3013450937-2021-00193; 3013450937-2021-00194. Reference the above records for additional information.